Event description:
The patient complained of the pump flipping in the pocket. The healthcare provider (hcp) confirmed the pump was flipped on refill and scheduled a revision to tack the pump down better. Per the reporter the pump flipped because the mesh pouch did not scar in and the patient was also obese. The revision was performed on (B)(6). The pump was sutured to fascia with suture loops and the mesh pouch was removed. There were no symptoms reported associated with the event. Other diagnostic/troubleshooting included catheter aspiration to confirm flow. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver baclofen. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).